Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed the stent had moved 6mm distally on the balloon. There was no damage noted to the stent. A clear impression of where the stent was originally crimped was visible on the balloon material. The profile of the stent was measured and found to meet specifications. No damage was noted to the shaft of the device. The device was passed along an appropriate sized guide wire with no restriction noted. No other issue was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent shifted on the delivery device. The target lesion was located in the iliac artery. While attempting to advance the 7.0x40x75cm express ld iliac/biliary stent system into the super sheath, it was noted that the stent had shifted on the balloon toward the tip. The device remained external to the patient and was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, the stent shifted on the delivery device. The target lesion was located in the iliac artery. While attempting to advance the 7.0x40x75cm express ld iliac/biliary stent system into the super sheath, it was noted that the stent had shifted on the balloon toward the tip. The device remained external to the patient and was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.